Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain, failed back surgery syndrome, and other chronic/intractable pain (trunk/limbs). The pump contained saline. It was reported a motor stall was seen at initial interrogation. The patient had not recently had a magnetic resonance imaging (MRI) exam. The representative stated the hcp inherited the patient, and the patient had had saline in the pump for 2 years. The representative stated when the clinic read the pump for the first time, they noted the stall and tube set. The representative did not know when the motor stall or tube set occurred. The representative stated he did not believe there was a magnetic cause to the stall. The representative stated he did not think they would replace the pump. The representative stated there was no surgery scheduled at that point. He though they might just turn it off and discontinue with the therapy, but he would discuss with the hcp. No patient symptoms were report; the pump had saline in it. Additional information received from the representative on (B)(6) 2017 reported the cause of the motor stall and tube set was not determined. No actions/interventions were being taken to resolve the motor stall. The issue had been resolved; saline had been in the pump for two years according to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.